Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that his insulin pump is out of warranty and that it stopped working. His blood glucose at the time of incident was 170 mg/dl. Customer states that the pump got wet when he went fly fishing. He attempted to dry it out so he removed the reservoir, battery cap, and drive support cap. There was water inside the device and the customer was able to clear the button error he received, but the motor is now damaged. Customer was advised to revert to a back-up plan per health care provider's instructions. The customer declined to return the pump for analysis and a replacement device was shipped to him.